Event description:
On (B)(6) 2012, the healthcare professional/ reporter contacted lifescan (lfs) in (B)(6) alleging the onetouch verio iq meter was prompting an unknown error message. The reporter did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): the reporter alleged the meter prompting an unknown error message. There is no indication that subject meter cause or contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 (submission 09/18/2012)-device evaluation: lifescan has received the test strips involved with this complaint. Lifescan product analysis completed investigations on (B)(4) 2012 and noted that the alleged complaint was not confirmed; however, a secondary issue was found where the control solution test with the returned test strips was above expected range.